Event description:
Philips received a complaint from a service engineer reporting a touch position was observed during a periodic maintenance evaluation to be out of alignment on v60 ventilator. The device was not in clinical use. There was no harm. A philips product support engineer (pse) confirmed a touch position on the touchscreen was out of alignment. A touch screen calibration was performed; however, the issue was not resolved. Therefore, the touch screen was replaced and the phenomenon was resolved. The device was operational after repairs were completed.

Manufacturer narrative:
H10. The removed touchscreen was returned to the product investigation lab (pil). The pil technician reported the visual inspection of this touch screen revealed major cracks through all quadrants of the touch screen. A touch screen with cracked or shattered glass cannot be tested due to the glass having a resistive coating, which if broken makes the touch screen nonfunctional and presents itself as a safety risk. Due to the physical damage noted on the touch screen making it nonfunctional and proposing itself as a safety risk, no further testing is required. H11. Updated contact information and contact office entity.